Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship. Additionally, there is no allegation of a device malfunction or deficiency or cycler set leak or defect reported for this event. There is no information provided for this event. All pd patients are at risk for infection due to a compromised immune system and because dialysis techniques increase the potential of microbial contamination. Based on the limited information and no reported defect, deficiency or allegation of such, the liberty select cycler and cycler set can be excluded as the cause of the peritonitis event.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Additional information was requested but to date, has not been provided.